Event description:
The doctor reported that he placed two medpor cranial implants and the pt developed symptomatic hematomas. The doctor stated that the pt had pulmonary emboli and was on anticoagulants pre-op and post-op and this may have contributed to the development of the hematomas. The doctor reported that the implant was removed due to the symptomatic hematomas.

Manufacturer narrative:
The device history records for this lot were checked from processing to finished goods product and is within specification. Sterility testing was performed as required and all test passed. There is no evidence of device failure.